Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula was observed to be torn and shortened, and the length of the soft cannula measured below specification at 0.7325 inches. The timing and cause of this damage could not be determined. The download data from the returned pod showed that an 0x69 occlusion alarm had been generated by the pod. Inspection of the pod found no damages or manufacturing deficiencies that would result in an occlusion alarm. The exact cause of the 0x69 alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the detached cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient that the pod's cannula separated from the pod. The patient also reports that after removing the pod they had to remove the cannula from the arm. The blood glucose levels reached 300 mg/dl while wearing the pod for an unknown amount of time. The patient did not seek medical attention due to this issue.